Event description:
Report rec'd indicated that there was cannula retraction difficulty during the procedure. There was no indication of any device damage prior to use. It is believed that device was prepared in the usual manner following the instructions for use. The cannula actuation was verified outside of the pt and there were no anomalies found with the device. The intended target lesion was identified as either the superficial femoral artery (sfa) or popliteal artery (one or the other). The lesion was a chronic total occlusion (cto). The catheter was advanced at the desire vessel location and needle was deployed. Subsequently attempts to retract the needle were made however the needle was unable to retract into the catheter, therefore, physician disassembled the handle and by pulling on the wire corresponding/attached to the cannula was able to retrieve the needle into the catheter without pt injury. Thereafter, the catheter was retrieved without adverse consequence to the pt. No other patient-procedure specific info was available. Another catheter was used to end procedure successfully.

Manufacturer narrative:
This product has been returned for eval and testing, however, the failure analysis report is not complete. Additional info will be sent within 30 days upon receipt.